Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the needleless valve leaked during an IV push of ativan with a bd 3ml syringe. No patient harm reported.